Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: pseudo-aneurysm requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that three weeks post implant of a xience stent, the pt presented with a pseudo-aneurysm in the vein graft. The pt is being sent for by-pass surgery where it is expected that the area of the vein graft containing the pseudo-aneurysm will be cut out and sent in for analysis. Additionally, the cines are being forwarded for review. No additional event or pt info is available.